Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 17, 2014 to june 18, 2014. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection, solid white particles ranging in size from 1.60 ¿ 2.25 mm were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particle to be acrylic material. The cause of the problem is unknown. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had particulate matter inside of its bladder. This was noticed during filling with fluorouracil and before patient use. There was no patient involvement. No additional information is available.